Manufacturer narrative:
Device evaluation: the device was returned to edwards for evaluation. X-ray demonstrated wireform intact and frame expanded however distorted. Minimal host tissue growth was observed on inflow aspect of valve skirt. Wireform was also found exposed on commissure 1. Leaflet 2 appeared damaged at the cusp area on the outflow aspect. Thrombus was observed on the inflow aspect of leaflet 1. A tear approximately 2 mm in length was observed on the outflow aspect of leaflet 1 near the free margin at commissure 2. Commissure 2 was bent slightly outward. Suture holes were observed near all three black stitch markings on the sewing ring. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Customer complaint of perivalvular leak could not be confirmed through visual observations. Based on the information received the cause of the reported event cannot be determined; however, surgical technique and patient factors may have contributed to the event.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation. Attempts to retrieve the device are in process. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus or attempted implant with improper valve seating. Pvl is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure and do not lead to serious injury or death. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. Based on the information received the cause cannot determined; however, patient factors and surgical technique during original implant may have contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information a 21 mm aortic valve, implanted two months, was explanted due to severe perivalvular leak (pvl). The patient was also noted to have new onset atrial fibrillation. The explanted device was successfully replaced with a 23 mm aortic valve. The patient was deemed stable and was discharged home on post operative day eight.